Event description:
The user facility reported a reliance synergy washer was ¿flooding¿ the sterile processing department. In addition, the synergy chamber was filled halfway with water. The water leak was reported to cover a large portion of the department floor. No procedures were delayed or cancelled. No injuries to hospital staff or patients were reported.

Manufacturer narrative:
A steris service technician arrived on site to inspect the unit and found the cover to the water safety level switch was not properly secure, which caused the switch to work improperly and allowed the chamber to fill with water. The water subsequently leaked from the unit. The technician secured the cover and safety switch and ran two test cycles; no leaking was noted, the unit was confirmed operational and returned to service. No further issues have been reported.